Manufacturer narrative:
The returned product consisted of the opticross imaging catheter. During product analysis it was observed an electrical failure at the proximal end of the device, the imaging core was removed from the sheath and an imaging core windup and broken driveshaft was encountered. Therefore, the reported image lost complaint is confirmed. During product analysis, the returned device presented no damage that could be related to the reported telescope retraction problem event. The device performed as intended during the functional test, with the telescope assembly was able to properly pull back, advance, and retract and no indication of resistance was noted. Therefore, the reported complaint is not confirmed. Additionally, kinks were observed in the sheath and imaging window assembly during the visual inspection, also imaging window twisted. Regarding the imaging window twisted, it is probable that the encountered kinks in the sheath and the imaging window increased the friction between the imaging core and the sheath, because a kink causes a change in the inner diameter. Depending on how severe the kinks are, it could completely entrap the imaging core, if this occurs, the trapped section will experiment a very high twisting force from the rotating imaging core, and consequently cause the imaging window twisted. Therefore, the most probable cause to the image issue is adverse event related to procedure.

Event description:
It was reported that an image and retraction problem occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion which was severely tortuous, moderately calcified, and 70 percent stenosed. During the procedure, it was noted that the image blacked out and there was a loss of the pullback function. The device was removed from the patient and the procedure was completed using another of the same device. There were no patient complications. Analysis of the opticross device showed that the imaging window was twisted.